Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2016 the customer states the unit will not turn on. Upon triage on (B)(6) 2016 the service tech found the unit had a severe burn on one of the leads of the power cord.

Manufacturer narrative:
Submit date: 05/10/2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; the unit will not turn on. During evaluation a burned lead on the power cord was found. Therefore, this report will be based on information provided by the technical center. The scd express was evaluated and the customer reported issue was confirmed; the power cord and ac inlet were burned. The cause of the reported condition was attributed to ingress. The power supply pcb and power cord were removed from the unit and scrapped to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd express was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.